Event description:
Bayer case number: (B)(4) sharp pain [pelvic pain female] , it moved and it sticking into my uterus [device dislocation] I found out last week that the right essure was implanted ,incorrectly [device placement at incorrect location] . Case narrative: this spontaneous case describes the occurrence of pelvic pain ("sharp pain") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 412 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. On unknown date she experienced device dislocation ("it moved and it sticking into my uterus") and device implantation error ("I found out last week that the right essure was implanted incorrectly"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain was resolving. No causality assessment was received for essure with regard to pelvic pain, device implantation error or device dislocation. The reporter commented: for years I¿ve had constant sharp debilitating pain shooting to my right side. Random times. My old doctor never told me these were banned. I found out last week that the right essure was implanted incorrectly or it moved and it sticking into my uterus. Other products: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) sharp pain [pelvic pain female], it moved and it sticking into my uterus [device dislocation] , I found out last week that the right essure was implanted incorrectly [device placement at incorrect location] , a little difficulty with deploying [device deployment issue] . Case narrative: this spontaneous case describes the occurrence of pelvic pain ("sharp pain") in a 53-year-old female patient who had essure inserted (lot no. A73749) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("a little difficulty with deploying"). Medical conditions: no known drug allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 605 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. On unknown date she experienced device dislocation ("it moved and it sticking into my uterus") and device implantation error ("I found out last week that the right essure was implanted incorrectly"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain was resolving. No causality assessment was received for essure with regard to pelvic pain, device implantation error or device dislocation. The reporter commented: for years I¿ve had constant sharp debilitating pain shooting to my right side. Random times. My old doctor never told me these were banned. I found out last week that the right essure was implanted incorrectly or it moved and it sticking into my uterus. Other products: no on (B)(6) 2013 patient is doing great. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] on (B)(6) 2013: 116/72; on (B)(6) 2013: 110/70, [heart rate] on (B)(6) 2013: 68; on (B)(6) 2013: 68, [oxygen saturation] on (B)(6) 2013: 99; on (B)(6) 2013: 99, [pregnancy test urine] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: new event device deployment issue added. Lot number added. Lab data & patient notes are added. Essure insertion date is updated. Reporter causality comment updated . Additional reporter added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Sharp pain [pelvic pain female] it moved and it sticking into my uterus [device dislocation] I found out last week that the right essure was implanted incorrectly [device placement at incorrect location] a little difficulty with deploying [device deployment issue]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("sharp pain") in a 53-year-old female patient who had essure inserted (lot no. A73749) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("a little difficulty with deploying"). Medical conditions: no known drug allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 605 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. On unknown date she experienced device dislocation ("it moved and it sticking into my uterus") and device implantation error ("I found out last week that the right essure was implanted incorrectly"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain was resolving. No causality assessment was received for essure with regard to pelvic pain, device implantation error or device dislocation. The reporter commented: for years I¿ve had constant sharp debilitating pain shooting to my right side. Random times. My old doctor never told me these were banned. I found out last week that the right essure was implanted incorrectly or it moved and it sticking into my uterus. Other products: no. On (B)(6) 2013: patient is doing great. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] on (B)(6) 2013: 116/72; on (B)(6) 2013: 110/70 [heart rate] on (B)(6) 2013: 68; on (B)(6) 2013: 68 [oxygen saturation] on (B)(6) 2013: 99; on (B)(6) 2013: 99 [pregnancy test urine] (date unknown): negative. Batch number- a73749; expiration date- 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jul-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.